Event description:
Additional information received. The product analysis was completed and reviewed. Other than the generator being at end of service. No other anomalies were seen we the patient's device (including lead). No other relevant information has been received to date.

Manufacturer narrative:
Product analysis of suspect product in under way.

Event description:
Additional information received. The suspected product has been received. However, product analysis has not been completed to date. No other relevant information has been received to date.

Event description:
It was reported that the patient died due to sudep. The generator was explanted. The suspect device has not been received by manufacturer to date. No other relevant information has been received to date.